Manufacturer narrative:
Concomitant medical products: dvbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system was explanted due to a pocket infection and will be replaced in the future. Cultures were taken and antibiotic treatment was administered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, no anomalies were found. If information is provided in the future, a supplemental report will be issued.